Event description:
On 26-apr-2021: follow up information was submitted to update health effect clinical code, health effect impact code and the result of the (complaint investigations) visual inspection on the returned used device (1 used set) which showed that the tubing connector was detached from the connector-base. Based on the result: component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached at the quick release while sleeping. Moreover, her blood glucose level at that time was 289 mg/dl, so she changed out her tubing right away and gave a bolus. Therefore, her blood glucose level went down to 103 mg/dl. The site location was on right side of her abdomen and the pump was in her right-side pocket. The infusion had been used for one and a half day and they were stored in a filing cabinet, in a darkened cool room. Further, there was no stress or pull on the tubing and the set was not dropped with the set connected to her body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached at the quick release while sleeping. Moreover, her blood glucose level at that time was 289 mg/dl, so she changed out her tubing right away and gave a bolus. Therefore, her blood glucose level went down to 103 mg/dl. The site location was on right side of her abdomen and the pump was in her right-side pocket. The infusion had been used for one and a half day and they were stored in a filing cabinet, in a darkened cool room. Further, there was no stress or pull on the tubing and the set was not dropped with the set connected to her body. No further information available.